Event description:
It was reported that this right ventricular (rv) lead exhibited overs-sensing of noisy signals. Additionally, there were low amplitudes on the lead channel that were under-sensed. Technical services (ts) reviewed the reports and confirmed the observations. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).